Event description:
Coring of vial stopper. Dose or amount: #1. 200mg. Frequency: once. Route: IV. #2. 1mg. Frequency: once. Route: IV bolus. Dates of use: #1 & 2: 2007 - the end of the same month. Diagnosis or reason for use: #1&2. Anesthesia.